Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited episode of undersensing and had elevated threshold measurements. The lead had dislodged.